Manufacturer narrative:
The calibration wasn't verified prior to the event as the calibration recovery was only provided up to the (B)(6) 2024. The provided qc recovery was within the ranges. The field service engineer found no issues. He performed precision studies and the results were within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 3 patients' samples tested with tina-quant lipoprotein (a) gen.2 (lpa2) assay on a cobas c503 analytical unit when compared to a different analytical unit. Sample 2 and sample 3 were plasma samples. Sample 1 (patient 1): initial result: 86 mg/dl (accompanied by a data flag and tested on the original c503). 1st repeat result: 31 mg/dl (tested on the original c503 with 3 times dilution). 2nd and 3rd repeat results were both 19 mg/dl (tested on another analytical unit). 4th and 5th repeat results were both 19 mg/dl (tested on the original c503). Sample 2 (patient 2) was tested on (B)(6)2024: initial result: 39 mg/dl (tested on the original c503). 1st repeat result: 49 mg/dl (tested on the original c503). 2nd and 3rd repeat results were both 16 mg/dl (tested on another analytical unit). 4th repeat result: 16 mg/dl (tested on the original c503). 5th repeat result: 17 mg/dl (tested on the original c503). Sample 3 (patient 3) was tested on (B)(6)2024: initial result: 55 mg/dl (tested on the original c503). 1st repeat result: 42 mg/dl (tested on the original c503). 2nd repeat result: 28 mg/dl (tested on another analytical unit). 3rd repeat result: 26 mg/dl (tested on another analytical unit). 4th and 5th repeat results were both 28 mg/dl (tested on the original c503). For sample 2 and sample 3: no questionable results were reported outside the laboratory. The repeat results were deemed to be correct. Sample 2: the repeat result of 17 mg/dl was reported to the patient. Sample 3: the repeat result of 28 mg/dl was reported to the patient.

Manufacturer narrative:
The lpa2 reagent expiration date was not provided. The cobas c503 analytical unit serial number was (B)(6). The investigation is ongoing.